Event description:
It was reported the patient's blood glucose level rose to over 350 mg/dl while wearing the pod for less than 1 hour. The patient alleged that they were unable to get ¿correct sensor readings¿ and insulin was not being delivered to their body. They confirmed that the pink slide moved forward and the cannula did insert into the skin during wear. There was no redness/swelling nor insulin leakage at the insertion site. No alarms or alerts were received. When the pod was removed from the infusion site (location not specified), the pod's cannula was found bent. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: bp4a.251205.006.s936usquaczf1hardware: sm-s936ucgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.